Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture at maximum outputs. Additionally, there was no sensing at .15 mv which resulted in overpacing. The pt experience phrenic nerve stimulation on the right side of their body when programmed to 2.4v @ .5ms. The device was programmed to vvi 40 and the pt was scheduled for a chest x-ray at a later date to determine if the lead had moved. Additional info was received indicating this lead had dislodged. An invasive procedure was performed and the lead was explanted. Tissue was noted in the helix. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. Visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. The analysis of adhesive residuals on the joining surface of lead tip and lead body revealed no indication of a material or manufacturing problem. Traction forces during the surgery should be taken into consideration. During further analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.